Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6) , 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm; (B)(6), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; (B)(6), 200-02-32 - three peg patella 32mm.

Event description:
As reported via legal documentation, on or about (B)(6) 2016, this patient underwent a right total knee arthroplasty due to osteoarthritis in her right knee. At some point afterward, she presented for an evaluation of her right knee, as she had been complaining of mechanical complications and chronic pain. On or about (B)(6) 2020, approximately 4 years and 4 months after their initial replacement surgery, they underwent revision of her right knee due to implant loosening and significant synovitis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening and prosthesis wear could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.